Event description:
It was reported that the patient felt a change in the area of coverage since implant and experienced a loss of therapeutic effect. The patient had to increase stimulation from 3.2 volts up to 8 or 9 volts in order to feel stimulation or improve therapeutic benefit. The patient was seen in his physician's office on (B)(6) 2012. At that time impedances were within normal limits; however, reprogramming was unsuccessful in achieving good coverage. The patient was being referred to a different physician for a possible revision. Additional information received reported the leads had detached or migrated. No x-rays had been taken as the physician indicated there was no need. The loss of therapeutic effect had begun about three weeks prior to (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that their device lasted about a month and then failed and stopped working. The device was removed and a new device was implanted.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted (B)(6) 2011, explanted unk; lead model 3778-60, serial # (B)(4),implanted (B)(6) 2011, explanted unk; programmer model 37743, serial # (B)(4).